Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 179 mg/dl at the time of the call. The customer stated that the device alarms multiple motor errors. The customer was sent replacement reservoirs. The customer sent their reservoirs back for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were found.